Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow was not confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. In this case, it is likely that under insertion of the device, plugged marker port lumen, or improper insertion angle contributed to the reported no obvious flow from the marker lumen. The observed bent sheath was not reported and likely occurred during post procedure handling. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the proglide was successfully flushed prior to use. When the proglide was used, there was no obvious flow from the marker lumen. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to 20f, and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.